Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, biometric identifier failed and required maintenance. The customer reported that the malfunction occurred when user trying to issue medication to patient. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the field service engineer (fse) instructed the customer to reboot the device again. Following the reboot, the biometric identifier system began functioning properly. The system functioned as intended after the issue was resolved.